Event description:
Pre-treatment: pt arrived with fever, shaking and chills. Seen, treated and released from emergency room on 4/8/98 and 4/9/98. Treatment initiated without difficulty, treatment stable, remained febrile shaking chills, restless, blanket over pt. Upon re-infusion at end of treatment, noted large bloodstain on red flannel shirt and pants. Bloodline/catheter connection loose. Connection resecured and blood returned. Post treatment hematocrit drawn.